Manufacturer narrative:
(B)(4). The analysis found that one pve35a device was returned in good visual condition and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: what part of the pa was bleeding if not the staple line? Was vessel loop placed on the vessel prior to or after firing device? Please explain why the surgeon believes the event was not caused by ¿device error¿. Were any issues noted with staple formation during the procedure? How many units of blood were administered? Part of the pa - blood from vessel - not where staples we're but through the lumen vessel loop was placed after firing the device the doctor said that he may have closed the tip of the device on some other tissue and it was not on the vessel completely when firing - no issues were noted with staple formation during firing. One unit of blood was administered.

Event description:
It was reported that during a right upper lobectomy procedure, on the third and final firing of pvs on branch of pulmonary artery, heavy bleeding occurred. Staples were visibly there. Doctor noted that it was not device error. When closing on vessel the distal tip was not visible to the surgeon. Could not be a hundred percent sure tissue was not closed in tissue bump. It didn't look to be excessive tension on vessel during firing. Bleeding looked to be flowing from vessel and not the staple line. Case completed using a vessel loop to tourniquet pulmonary artery and then sutured area of concern. He was able to get bleeding under control. He then continued to remove the lobe by using the another cartridge on the bronchus and the parenchyma. Doctor made larger thoracotomy for better access and visibility. The case started as hand assisted. Blood and fluids were administered.